Manufacturer narrative:
Based on information provided from surgeon, the implant was initially too far anteriorly and surgeon wanted to reposition it. The extreme forces created by the surgeon trying to extract the implant may have caused the fracture. Surgeon later reported patient was doing well. This adverse event was documented in the manufacturer's qms after the event. During an internal audit done in 2018, it was discovered that form 3500a had not been successfully submitted to the FDA. It appears to be a lack of training on the submission process with the esg and a CAPA was opened to address this.

Event description:
The surgeon was performing a plif and wanted to reposition the implant. He had placed the implant too far anteriorly and attached the extractor to move the implant posteriorly. As he was moving the implant, it fractured leaving a small piece of implant in the patient.